Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported a 'device malfunction' when interrogated. The ICD was explanted and replaced without incident.